Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
The patient is a female, (B)(6) years old who underwent double-valve replacement and bypass surgery at the second (B)(6) hospital of (B)(6) on (B)(6) 2015. The operation was in good condition and he was discharged smoothly. Recently, it was reported that the patient was experiencing chest discomfort. On (B)(6) 2020, the patient present to the hospital and an echocardiogram was performed and mitral valve prolapsed and sever mitral regurgitation was noted. An explant was recommended but at this the valve remains implanted. The patient was reported to be stable condition.

Manufacturer narrative:
An event of prolapse, regurgitation and a possible tear was reported. A more comprehensive assessment could not be performed since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient is a female, 72 years old. She underwent double-valve replacement and bypass surgery at the (B)(6) hospital on (B)(6) 2015. The operation was in good condition and he was discharged smoothly. Recently, I reported that my chest was uncomfortable. I went to the hospital for color doppler ultrasound examination on (B)(6) 2020. The results showed that the aortic valve functioned well, and the bioprosthetic valve leaflets at the mitral valve prolapsed, which was severe mr. The surgeon professor (B)(6) had a tear (?) Prolapse on our epic valve in about 5 years, which is difficult to accept. And he cannot explain the change from a professional perspective and the basic situation of the patient, so he hopes that we can give a more reasonable explanation in order to appease the patient's emotions and carry out the next treatment plan setting. It should be noted that, in view of the insufficient basic conditions of the patient, professor (B)(6) currently believes that the risk of performing secondary surgery for this patient is relatively large.